Event description:
Following reprocessing per manufacturer guidelines, a curvilinear array echoendoscope had positive cultures identified during our quality assurance process. The source of the cultures was the forceps elevator. There were three different scope cleaning operators and two different operators performing the cultures. The echoendoscope was removed from use and a review of cleaning processes including both manual and high level disinfection (hld) was completed. The echoendoscope was returned to the manufacturer for inspection.